Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and unknown right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Shock impedances were noted to have increased gradually over the preceding several years with the first out-of-range measurement occurring approximately 2 years earlier. Boston scientific technical services (ts) reviewed device data and provided suggestions for additional system assessment and considerations for continued monitoring. The patient later presented for further evaluation at which time a defibrillation threshold (dft) test was performed. Difficulty was encountered inducing ventricular fibrillation (vf) but after several attempts the physician was successful and sa shock was delivered that appropriately cardioverted the patient and returned shock impedance measurements within normal limits. Therapy settings were left as-is with the exception of slightly prolonged arrhythmia duration triggers. No adverse patient effects were reported. This system remains in service.